Event description:
Patient #1: the doctor informed baxter that he has a patient who developed synechia after treatment with floseal.

Manufacturer narrative:
(B)(4). Baxter medical assessment: there is clinical evidence resulting from post-marketing surveillance that not removing excess floseal leads, in isolated cases, to undesired effects/adverse events. Cases of increased postsurgical adhesion formation (in ent surgery defined as synechia) in the areas where floseal has been applied and not irrigated during first surgery have been notified in isolated cases to baxter. Similar findings were also reported in ent procedures. Reports were seen in both floseal prepared with bovine and human thrombin. Also from the literature and the peer-to-peer interaction with ent surgeons we know that synechiae may only occur in the absence of irrigation of excess product (material not reacted with the clot). This application detail is explicitly described as mandatory in the floseal IFU. The reported 3 cases from the same ent surgeon lack of sufficient clinical detail to evaluate a causal relationship. Since a detailed investigation and follow up of the relevant product application details in this case is not feasible, in a very conservative post marketing surveillance approach we categorize this report as possibly related to the application of floseal. (B)(4). Antisdel, j. L., janney, c. G., long, j. P., & sindwani, r. (2008). Hemostatic agent microporous polysaccharide hemospheres (mph) does not affect healing or intact sinus mucosa. Laryngoscope. Chandra, r. K., conley, d. B., & kern, r. C. (2003). The effect of floseal on mucosal healing after endoscopic sinus surgery: a comparison with thrombin-soaked gelatin foam. Am j rhinol, 17(1), 51-55. Chandra, r. K., conley, d. B., haines, g. K. R., & kern, r. C. (2005). Long-term effects of floseal packing after endoscopic sinus surgery. Am j rhinol, 19(3), 240-243. Gall, r. M., witterick, I. J., shargill, n. S., & hawke, m. (2002). Control of bleeding in endoscopic sinus surgery: use of a novel gelatin-based hemostatic agent. J otolaryngol, 31(5), 271-274. Jameson, m., gross, c. W., & kountakis, s. E. (2006). Floseal use in endoscopic sinus surgery: effect on postoperative bleeding and synechiae formation. Am j otolaryngol, 27(2), 86-90. Maccabee, m. S., trune, d. R., & hwang, p. H. (2003). Effects of topically applied biomaterials on paranasal sinus mucosal healing. Am j rhinol, 17(4), 203-207. Shrime, m. G., tabaee, a., hsu, a. K., rickert, s., & close, l. G. (2007). Synechia formation after endoscopic sinus surgery and middle turbinate medialization with and without floseal. Am j rhinol, 21(2), 174-179. This case will kept on file for trending purposes.